Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: unknown.

Event description:
Patient reported "excruciating pain for years, with this last month being the worst," "... Implant was ruptured" this is for the right side device. The device has been explanted.

Event description:
Patient reported "excruciating pain for years, with this last month being the worst, implant was ruptured. This is for the left side device. The device has been explanted.